Event description:
It was reported that during an interrogation of this device an error message was seen, and a replacement was planned. To date the device was not explanted. No adverse patient effects were reported.

Event description:
It was reported that during an interrogation of this device an error message was seen, and a replacement was planned. To date the device was not explanted. No adverse patient effects were reported.

Event description:
It was reported that during an interrogation of this device an error message was seen, and a replacement was planned. Additional information received that the device was explanted. A boston scientific representative was not present at the explant thus this device will not be returned as the device was discarded. No additional adverse patient effects were reported.